Event description:
It was reported that a field representative was scratched by the exposed metal frame on the swingaway half lap tray. No medical intervention was sought. Will continue to updates as more information becomes available.